Event description:
After using this product for these past months, our team has experienced issues with the adhesive not sticking well and the gown falling down their shoulders mid procedure.

Manufacturer narrative:
The lot number and date of manufacture are not included in this report due to the information not being provided by the facility who filed the complaint.